Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient wore the pump in swimming and noticed afterward that the pump had powered off. The reporter stated that there was moisture found in the battery compartment. The reporter is not able to recall exactly how long ago it has been since the battery cap had been replaced, but stated it may have been one year ago. The user guide instructs the user to change the battery cap every three to six months. The reporter confirmed that the battery cap was secured tightly on the pump and the yellow o-ring was not visible. The reporter denied damage to the pump or the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue of power loss remained unresolved.

Manufacturer narrative:
(B)(4):during evaluation, the battery compartment was found to be leaking, corroded and cracked ,which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump's casing was opened and moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.